Event description:
It was reported that the patient presented to the hospital reporting that the pacemaker shocked her. A manufacturer representative was contacted to come and interrogate the device. Upon interrogation it was discovered that the sensation the patient was experiencing was pain/discomfort from atrial pacing due to the atrial lead placement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.